Event description:
Patient reported left side rupture, pain, and "noticed something kind of off when looking in the mirror." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). . Visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. Crease fold observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, pain, "noticed something kind of off when looking in the mirror," device remains implanted.